Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15. The customer reported no adverse events. The event involved product(s) mmt-1885. The troubleshooting was performed and customer reported receiving a pump error. The customer was able to clear the error and successfully complete the fill-cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit passed sleep current measurement test, active current measurement test and self test. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, pump error 15 was recorded on 05/22/2024 at 13:00:27.000 and on 06/02/2024 at 00:25:35, aligning with customer complain dates. Line number= 1938 and file number=0 . Per software engineering log, pump error 15 was due to inverse check of history index failed. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In addition, both pump error 68 and 49 were also recorded on 06/26/2024 at 17:04:50.000. Unit was cut open for visual inspection on electronic assemblies. External battery connector was not completely plugged in. No anomalies or moisture damage was noted. Unit received with a scratched case, cracked keypad overlay at select button, connector not plugged in properly and cracked case-corner of belt clip rails. In summary, unit powered up properly after battery installation and no unexpected alarms noted. Unit functioned properly as designed. However, during deconstructive analysis, external battery connector was found not completely plugged in. Customers allegations of pump error 15 was confirmed when the adapt tool revealed to have recorded pump error 15 on both complaint event dates. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.